Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient had their first treatment on the day of the report and the used a catheter and a cystic camera. The patient felt sore after the procedure, but stated that was expected. No device issues or further complications were reported or anticipated.